Event description:
It was reported that stent deployment issue occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 3.7x17mm, concentric, de novo, containing a <=45 lesion bend and 30% ejection fraction target lesion was located in a severely calcified and mildly tortuous left circumflex (lcx) artery. The lesion was predilated with an unspecified balloon catheter resulting to 70% stenosis. A 3.5 16 promus element drug-eluting stent was then selected and implanted on the target lesion and a 15mm x 3.5mm quantum maverick balloon catheter was used for postdilation. When the balloon was inflated to 18 atmospheres for 30 seconds, it was noticed that the stent still could not fully deploy despite 3 attempts. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).